Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that system unable to boot. Review of the logfile shows malfunctioning frontal ip-pc. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that ippc was having power issues. The fse checked the system logfile and found ram memory error. To resolve the issue, the fse replaced ippc. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system was unable to boot, stalling at the boot timer. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.